Manufacturer narrative:
In the previous follow-up report, the statement regarding the customer's data set in h11 additional narrative should have been: "the investigation included a review of the data set provided by the customer: the qc results are within the specified ranges. The sample foam detection (sfd) camera's images show white particulate matter in the patient sample and dust on the active gripper rollers. The instrument data indicate contamination in the measuring cell flow path caused by previously measured samples of poor quality." Instead of: "the investigation included a review of the data set provided by the customer: the qc results are within the specified ranges. The sample foam detection (sfd) camera's images show white particulate matter in the patient sample and dust on the active gripper rollers. The alarm trace had an abnormal probe sucking alarm. The instrument data indicate contamination in the measuring cell flow path caused by previously measured samples of poor quality."

Event description:
The initial reporter received questionable elecsys troponin t gen 5 results from four patient samples tested on the cobas e 801 analytical unit. Patient sample 1 on (B)(6) 2025 at 1:59 pm: the initial result was 31 ng/l. On (B)(6) 2025 at 12:18 pm: the repeat result was 7.6 ng/l. Patient sample 2 on (B)(6) 2025 at 1:31 pm: the initial result was 32 ng/l. On (B)(6) 2025 at 6:40 pm: the repeat result was 5 ng/l. Patient sample 3 on (B)(6) 2025 at 5:06 pm: the initial result was 22 ng/l. On (B)(6) 2025 at 7:30 pm: the repeat result was 6 ng/l. Patient sample 4 on (B)(6) 2025 at 3:09 am: the initial result was 19 ng/l. On (B)(6) 2025 at 12:18 pm: the repeat result was 7.9 ng/l. The results from another laboratory, which also uses a cobas e801 analyzer, were negative; these results served as a control.

Manufacturer narrative:
The reagent lot number is 798059; the expiration date was requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the qc results are within the specified ranges. The sample foam detection (sfd) camera's images show white particulate matter in the patient sample and dust on the active gripper rollers. The alarm trace had an abnormal probe sucking alarm. The instrument data indicate contamination in the measuring cell flow path caused by previously measured samples of poor quality. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytic are within the customer's responsibility. A general reagent or analyzer problem can be excluded because the provided qc data were within specifications. The investigation did not identify a product problem.